Event description:
It was reported that pump infused too fast. "Patient ordered 10 meq of potassium chloride in 100ml. Patient stated, " arm started to burn." Went to check on patient. Entire bag of potassium had gone in in 20 minutes. The nurse filled out malfunction form for pump and notified physician assistant. No new orders were received." There was no patient impact.

Manufacturer narrative:
Correction: disregard file ( suspect device is now a concomitant). Reference manufacturer report number: 2016493-2019-01533.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that pump infused too fast. "Patient ordered 10 meq of potassium chloride in 100 ml. Patient stated, " arm started to burn." Went to check on patient. Entire bag of potassium had gone in 20 minutes. The nurse filled out malfunction form for pump and notified physician assistant. No new orders were received." This is 3 of 3.